Event description:
It was reported balloon ruptured during balloon sweep involving stones. The single use retrieval basket broke. The issue occurred when the basket was placed into the duct to retrieve stones during a therapeutic procedure. The basket could not be removed due to the stones, so the basket was connected to the emergency handle, which was when the basket broke. The basket was then removed with the aid of a emergency handle. There were no reports of patient harm.